Manufacturer narrative:
The investigation into the limb ischemia has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible to root cause; only the clinical report was evaluated. Based on clinical information provided, the cause of the limb ischemia was most likely patient condition related. The failure mode will be monitored and trended.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed. As noted in the impella information for use related to this event: impella 5.5: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ impella cp: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
A 74-year-old present with chest pain and in cardiogenic shock. Impella removed due to loss of right lower extremity (rle) distal pulses and concern for limb ischemia. The patient remains on levophed at 30 mcg/min and vasopressin at .03 units/min. Explanted without notice to field team.